Event description:
It was reported that a change sensor prompt occurred. The sensor was inserted into the arm on (B)(6) 2022 which is considered off label use of the device for pediatric patients in canada. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be a stale start command which led to an early sensor expiration. The reported event of a change sensor prompt is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter state/province: ab. (B)(4).